Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a buretrol sol. Admin. Set leaked from the drip chamber and tubing area due to cut/slice in soft tubing. The issue was noticed before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h4, h6, and h11: h4: the lot was manufactured in june 2024. H11: the actual device was not available; however, a photograph of the sample and retention samples were provided for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A leak test was performed, and no leaks were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.